Event description:
As reported, the patient had an initial left tka on (B)(6) 2013. The patient was revised due to the poly being worn over time. Slope++ was shaped with a crc poly. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: 2596878, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 2617858, 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. 2805760, 200-02-38 - three peg patella 38mm. H7: z-0021-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.